Event description:
Customer reports 1 fiber leak occurred at the onset of treatment on reuse number 16. Confirmed with hemastix. Treatment was continued with a new dialyzer without incident. No pt injury or medical intervention reported.